Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported by a field clinical specialist (fcs) approximately 2 year and 1 months post implant of a 23mm sapien 3 valve in the aortic position, a valve in valve was required due to stenosis and moderate ai.

Manufacturer narrative:
Correction to d6b. Device was not explanted. Patient underwent a valve in valve procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3 and no IFU/training deficiencies were identified. The complaints were unable to be confirmed as medical record or relevant imagery not provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 2 year and 1 month post implant of a 23mm sapien 3 valve in the aortic position, a valve in valve was required due to stenosis and moderate ai". Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, insufficient information is provided for evaluation. Therefore, the root cause of stenosis observed 2 years and 1 month post-implantation is unable to be determined at this time. Furthermore, it was reported that valve in valve was required due to moderate ai. Aortic insufficiency (ai) could mean transvalvular leak and/or paravalvular leak. Due to insufficient information, it is unable to be determined if the moderate ai is from transvalvular leak and/or paravalvular leak. Per the instructions for use (IFU), paravalvular leak (pvl), transvalvular leak, and/or valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Valve regurgitation (central regurgitation) which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. This complaint report of stenosis. Valve stenosis impacts proper leaflet functionality/ coaptation, which results in central regurgitation (transvalvular leak). As such, available information suggests that patient factors (stenosis) may have contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.